Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer's patient connector lost connection with the tablet. It was noted that the clinician was interrogating a patient's device and had the connection established when the tablet lost connection with the patient connector. It was noted that the clinician turned off the wireless fidelity (wifi) but the issue remained. It was further noted that the clinician then performed a hard reset and was able to interrogate without issue. Additionally, it was noted that the event occurred in the magnetic resonance imaging (MRI) suite so possible interference was discussed. The patient connector remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was able to confirm the customers comment that the mobile programmer's patient connector lost connection with the tablet based on log files. Analysis of the mobile app logs was performed and no anomalies were found. Analysis of the mobile app logs indicated user error. It was determined that the user was pressing the patient connector's button to start the session for too long, which caused the pc (personal computer) to restart and stop to reconnect back, so the manual picking of the pc was needed. The log containing the pc connection failures contained the correct log pairs only for the first button press (the confirmation one), but for the starting the session, only the first one was present, then although the patient identification was successful (the autoid process) and the "ble" session was about to start, the pc dropped the connection (5 seconds since the button press, as designed). Furthermore, the maintenance log obtained showed the pc's restart was due to a button press. Analysis of the mobile app logs was performed and no anomalies were found. Analysis of the mobile app logs indicated user error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.